Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported concern regarding "e.c. 44510" was not confirmed. The only code in history is a 422224 code, which was due to power loss while running, no further action required for this code at this time. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "ec44510". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.